Manufacturer narrative:
Follow-up #1 date of submission 07/01/2014, additional information: patient called back on 06/26/2014, reporting that there was no evidence of moisture or corrosion in the pump, the dim display issue was not resolved with contrast reset, and the patient allegedly was not able to read/maneuver the screens safely. The report date was originally stated as 06/11/2014. The correct report date is 06/12/2014.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to this complaint, the keypad cover was found to be intact. Evaluation revealed that the contrast keypad button was intermittently responsive. The keypad cover was removed and contamination was found under all of the key contacts. Also unrelated to this complaint, the battery compartment was observed to be cracked. The battery cap was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.